Event description:
It was reported to philips that the device experienced an error during testing. Customer reported the issue was resolved but evaluation date is unavailable. Multiple attempts have been made to obtain additional information but no response was received. Philips is unable to rule out that a malfunction did not occur. As additional information could not be obtained and an evaluation was not performed by philips, a definitive cause for the alleged failure could not be determined. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced an error during testing. There was no patient involvement.